Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure a resolution to the complaint that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition has improved.

Event description:
Consumer reported complaint for e-3 error. Wife is calling on behalf of the customer. The e-3 error occurred once the test strip was inserted into the meter. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test result of e-3 - customer stated that the test strip used to perform the test had been left out of the vial; customer was informed that the strip was compromised. Customer performed a blood test using a new test strip and obtained a result of 464 mg/dl using meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 07/10/2019. At the time of the call the customer reported feeling ill and stated his mouth was dry. Customer was going to call his doctor or go to the hospital.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #(B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure a resolution to the complaint that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition has improved.

Event description:
Consumer reported complaint for e-3 error. Wife is calling on behalf of the customer. The e-3 error occurred once the test strip was inserted into the meter. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test result of e-3 - customer stated that the test strip used to perform the test had been left out of the vial; customer was informed that the strip was compromised. Customer performed a blood test using a new test strip and obtained a result of 464 mg/dl using meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 07/10/2019. At the time of the call the customer reported feeling ill and stated his mouth was dry. Customer was going to call his doctor or go to the hospital.